Event description:
The meridian system provides users the optional ability to import dose previously delivered to a patient in order to add this dose to a new treatment plan. When this infrequently-used option is utilized, the imported dose may be misaligned with the currently displayed patient anatomy and structures. In the treatment delivery workflow, the tpds software presents evidence of this misalignment to the user in the predicted dvh. However, depending on the magnitude of the misalignment the impact may not be obvious to the user. As a result, during plan re-optimization the previously delivered dose would be incorrectly accounted for by the software and may result in unexpectedly higher or lower dose than the intended dose calculated for the subsequent treatment plan. When this issue occurs in the treatment planning workflow, registration fails to align the dose with the image, and the user is unable to proceed.